Event description:
The user facility reported a 67-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. When the impella was explanted, the decision was made to take the patient to the have vascular repair due to noted right femoral artery ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation for the limb ischemia and vascular damage has been completed. Clinical details states that the patient was noted with right femoral artery (rfa) ischemia that required vascular repair as the patient had tortuous vessels. The root cause of the vascular damage - peripheral vessels is most likely due to the patients condition. The root cause of the limb ischemia could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.